Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset that the customer reported after adding the medication to the clave additive port by the burette, the safety valve didn't return on it's own and wouldn't close. This caused the chemotherapy drugs to spill onto the floor. No other information was provided.